Event description:
It was reported that, during an ukr surgery, while burring the femur the drill did not engage in the handpiece: it kept disconnecting. The surgeon decided to put a steri-strip to keep the devices from unlocking. The drill seemed tu function normally after this and worked fine for the rest of the case. Surgery was delayed, but it is unknown for how long.

Manufacturer narrative:
The device was intended to be used in treatment and was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides complete and detailed instructions for drill assembly. This is an identified failure mode within the risk assessment. We could not confirm there was a relationship established between the reported event and the device. The device was returned and investigated. The snap lock was measured and was found to be at the maximum allowable tolerance. Therefore, this snap lock is at maximum gap size to be considered good. Therefore, no problem found with the handpiece. It is possible that the drill was attached to the handpiece in such a way that the cable placement made it easier to detach.